Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This MDR is part of a retrospective in-house review.

Event description:
It was reported that bolts were broken post-op and the patient underwent a revision procedure to replace the broken implants. No further details are known at this time.